Manufacturer narrative:
The reported channel error (358.2000) was confirmed in the syringe error logs, however the error could not be duplicated during the investigation. Physical inspection showed the right (male) iui had a missing right side screw. No errors or malfunctions were recorded on the customers reported incident date of (B)(6) 2019. No infusions were programmed with the received pcu and syringe modules on the customers reported date of (B)(6) 2019 between 19:31 ¿ 23:30. At 8:18 pm syringe module was selected for programming, morphine (drug ID 344), rate 0.08ml/h infusion was restored, a monoject 3ml syringe with volume 3.25ml was used and infusion was started pvi at the time 0.222ml. At 8:30 pm a bolus dose was restored and started, bolus dose 0.05mg/kg, duration rapid bolus <1minute and bolus dose was started pvi at the time 0.239ml. At 8:36 pm syringe module alarmed for error code 358.2000, infusion was stopped and user confirmed error code (soft key 11). Keypress replication was unable to replicate the recorded error code. No programming errors were observed. Functional testing showed no anomalies. The proximate cause of the reported channel error (358.2000) was believed to be due to a missing screw on the right (male) iui resulting in an intermittent connection. The root cause of this is unknown.

Event description:
It was reported that syringe module with morphine alarmed for channel error. The critical care profile was being used for the infusion. The rn changed the pump modules and the pcu. Per the biomed department, the patient is "now doing fine".

Manufacturer narrative:
Concomitant medical products: (2) syr tubing; 8110; td (B)(6) 2019. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that syringe module with morphine alarmed for channel error. The critical care profile was being used for the infusion. The rn changed out the pump modules and the pcu. Per the biomed department, the patient is "now doing fine" to the best of their knowledge.